Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, date received by manufacturer is the same. Returned to manufacturer. The confianza pro 12 guide wire was returned for evaluation. The returned guide wire was stuck inside the concomitant corsair pv microcatheter and approximately 20mm of the wire tip was out of the catheter tip. Microscopic observation found that the catheter tip was buckled as the distal part of the catheter tip was dragged into the lumen. Distal to the buckled catheter tip, the coil was loosened at the mid solder (that holds the coil onto the core) due to accumulated torsion. The loose coil was fractured and had twisted fracture end with flat fracture surface, indicating torsion generated as the coil loosened had caused coil fracture. The coil was found stretched and had widened coil pitch distal to the mid solder where tightening of coils was also observed. Under the x-ray, there was zero clearance between the catheter and guide wire due to buckling of the catheter tip. Loosening of the coil inside the catheter was observed at several spots. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion had most likely caused the observed separation of the coil of the returned guide wire. The applied stress would localize and therefore exceed the product design limit when the wire tip was being trapped by the cto. At the mid solder where the coil was held on the core, applied torsional stress made the coil to unravel. The catheter tip was likely pulled inward and became buckled during removal due to the loosened coil, leading two devices to be fused. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi confianza pro 12 and corsair pv microcatheter had become stuck to one another during a percutaneous peripheral intervention to treat a heavily calcified chronic total occlusion (cto) in the superficial femoral artery (sfa). New devices were replaced to resume the procedure. Recanalization was achieved by paint old balloon angioplasty. The patient was discharged home without adverse effect associated with this event.